Manufacturer narrative:
Continued from concomitant medical products and therapy dates section: cook tracer metrodirect wire guide, metii-35-480. Initial reporter section: occupation : unknown. Investigation evaluation: our evaluation of the product said to be involved could not confirm the report as it was described. A functional test was performed on the returned device. A cook qid-1 inflation device was filled with water and attached to the balloon inflation port and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated with water up to 6 atm. The balloon inflated as intended and no water was observed leaking from the device. The balloon was flexed as would be seen during use and the device held pressure for 5 minutes with no leakage being observed. A visual examination of the catheter did not show any kinks/bends and no portion of the device was missing or damaged. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination and leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The physician detected the balloon was leaking during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.